Event description:
Add'l info rec'd from MFR 4/17/00: the medwatch form states the device was prophylactically removed following a safety alert issue for such devices implanted subpectorally. Follow-up with the rptr has found that the pt fully recovered and has experienced no further adverse events. The ICD was implanted in 1998 and removed in 1999. Total implant duration was 17.4 months.

Event description:
Ventak mini iii aicd model #1782 and #1786: safety alert issued for those aicd's implanted subpectorally. Pt presented for elective aicd replacement following mini iii safety alert.